Manufacturer narrative:
(B)(4). The device was not returned for evaluation.a follow-up report will be filed if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line going into the patient. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The cause of the reported issue was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxters technical service center regarding questions about setup and re-prime, which occurred on the home choice (hc) during prime. The care giver (cg) had questions about the patient line during use and patient not connected. The cg stated that she has been leaving the patient line clamp closed during the prime and thinks that the home patient (hp) may have been infused with air the last few nights. After the cg re-primed patient line the tsr had the cg connect the hp and start a manual drain. There was no patient injury or medical intervention reported.